Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that the cp reamer from anchorage 2cc was too dull to function, frustrating the surgeon as neither reamer in the tray worked. This lot code has known issues, raising concerns about why it¿s still in circulation. The surgeon applied excessive pressure, causing smoke and potential thermal necrosis, but proceeded with the procedure. The reamers, part of a loaner kit, were discarded after use.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Without the analysis of the actual defective device and establishment of root cause, no actions could be taken on this particular lot. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the cp reamer from anchorage 2cc was too dull to function, frustrating the surgeon as neither reamer in the tray worked. This lot code has known issues, raising concerns about why it¿s still in circulation. The surgeon applied excessive pressure, causing smoke and potential thermal necrosis, but proceeded with the procedure. The reamers, part of a loaner kit, were discarded after use.